Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented one day post implant with transient inhibition on the ventricular channel which could not be resolved with reprogramming. The physician elected to replace the generator and the ventricular lead. Information received with return of the device notes an insulation break of the ventricular lead.